Event description:
Procedure: thoraco/lobectomy. According to the reporter: a doctor pulled a bag to outside and confirmed the conditions that it was broken. New one was opened. No patient involvement. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).